Event description:
It was reported that the patient had a pacemaker implanted and the next day was very tired and short of breath. The patient's pulse rate is sometimes over one hundred. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.